Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. Article review: the article is a comparison of re-stenosis in ses vs bare metal stents in pts with type 2 diabetes mellitus. Among the bare metal stents used were penta, zeta and vision, as well as two other co's stents. Percutaneous revascularization of the target lesion was performed in four of the pts with the bare-metal stent's implanted (pioglitazone group), which was a better result than what occurred in the ses group. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The pt effect of restenosis is listed in the IFU for penta, zeta and vision, as a known potential adverse event associated with coronary stenting procedures. In this case, there was not reported of any product malfunctions identified during each procedure that could have contributed to the reported pt effect. It is likely that the hospitalization was a secondary effect of the restenosis. However, a definitive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.